Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections g6, h2, h3, and conclusions in h11 were updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Imagery of the patient's anatomy was provided and revealed the presence of tortuosity and calcification in the patient's right access vessel. The degree of tortuosity the degree of calcification were reported to be mild. The device was returned for evaluation. Upon visual examination, it was observed that the sheath shaft was kinked, the liner was partially expanded 5" from the strain relief with the remainder liner unexpanded and the distal tip unopened. It was noted that the liner was torn along the liner/sheath material interface, the sheath material is damaged along the torn edge, and a liner strand was observed. Due to the condition of the esheath (torn liner), functional testing was not able to be performed to evaluate the complaint of resistance. The complaints for resistance between delivery system and esheath+, esheath+ kinked, sheath shaft punctured, liner torn and liner strand were confirmed based on the evaluation of the returned device. Available information suggests patient factors (tortuosity) and/or procedural factors (steep insertion angle, device handling) likely contributed to the events. Additionally, patient factors were confirmed via imagery of the patient's anatomy. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in the observed sheath damages (sheath kink, liner tear, liner strand, sheath puncture). Additionally, improper device handling techniques, such as the reported "grip" on the sheath, can increase resistance during system advancement and lead to device kinking. In this case, it is likely that tortuosity and a steep insertion angle compounded to further exacerbate the conditions affecting device handling technique, thereby increasing the likelihood of encountering resistance during delivery system advancement through the sheath. High push forces exerted to overcome resistance in non-coaxial advancement trajectories (rendered through steep angles and/or manual device misalignments) can compromise sheath integrity, resulting in shaft damage/kinks and punctures. When combined with non-coaxial advancement trajectories (rendered through steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft and liner, particularly when interacting with crimped valve struts, resulting in the observed liner tear and liner strand. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during transfemoral transcatheter aortic valve replacement procedure to implant a 29 mm sapien 3 ultra resilia (s3ur) valve, resistance was experienced with the 16f esheath+. The expansion tool was used. The vessel was not pre-dilated. The esheath+ was at a steep angle when the valve and delivery system were inserted. The team was unable to advance the valve past the transition from the partially expandable strain relief into the fully expandable part of the esheath+. Excessive push force was noted during the attempt. The system was withdrawn as a single unit without difficulty. Upon pulling back the esheath, a kink was observed in the expandable portion. It was believed the angle of insertion and the push force experienced resulted in the kink. No patient injury occurred as a result of the inability to pass the valve through the esheath+ or the kink. The esheath+ was returned and upon inspection it was noted that the liner was torn along the liner/sheath material interface, the sheath material is punctured along the torn edge, and a liner strand was observed. Per the fcs, "it appeared evident that the angle and 'grip' of the esheath was responsible for this. The implanter went with such force."

Manufacturer narrative:
Investigation is ongoing.